Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc replaced the ipc cpu battery and adjusted the bios. The system operates as intended.